Event description:
Physician reported right side "removal due to pain". The device has been explanted.

Manufacturer narrative:
Device evaluation summary: the device was returned to allergan and visual analysis identified the device weighed 299.08 grams. Deformation and creases fold was observed on the shell of the device. Based on the device analysis the final assessment is: no issues found related with the manufacturing process.

Manufacturer narrative:
A review of the device history record has been completed. No deviations or non-conformances noted. Reason for reoperation is pain. The event of pain is a physiological complication and analysis of the device generally does not assist allergan in determining a probable cause for this event. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. This is a known potential adverse event addressed in the product labeling.

Event description:
Physician reported right side "removal due to pain". The device has been explanted.